Event description:
It was reported that multiple cartridges were leaking from an undefined location. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.